Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead experience insulation damage, as a result the pacing impedance was out of range. The device has been reprogramed. No adverse patient effects were reported.

Event description:
It was reported that this lead experience insulation damage, as a result the pacing impedance was out of range. The device has been reprogrammed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.